Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for the right ventricular (rv) lead. The patient's lead has chronic pacing impedances that border the alert threshold and sometimes trigger out of rang impedance alerts. The lead remains in use. No patient complications have been reported as a result of this event.